Event description:
The customer reported that after starting to use, the output power would not increase. The impedance was more than 300 ohms. They stopped and tried again, but the same event occurred. They then tried turning the power off and on and the unit displayed impedance test failed. Approximately an hour later, they turned on the unit gain, it started working with 160 ohms. The ablation was performed successfully and then the needle was removed safely. Approximately 2 hours later, a covidien representative checked the unit, but the failure did not occur. There was no patient harm, but the patient was present with needle inserted during the delay.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.